Manufacturer narrative:
Evaluation codes: method - lens work order search. Results: a lens work order search was performed, and no similar complaint was found within the work order.

Event description:
The pt reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in 2007 in his left eye (os). The pt has since experienced some loss of vision due to having been accidently hit in the eye and the icl was slightly out of position. The surgeon confirmed the icl was dislocated and needed to be repositioned. The surgeon reported the icl has not been repositioned to date and remains implanted. If additional info is received. A supplemental medwatch will be sent.